Manufacturer narrative:
All information reasonably known as of 24jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on (B)(4) 2017 that states a call was received from physician who stated the patient contacted him recently and alleged suffered a traumatic brain injury as a result of a fall. The physician is seeing the patient in the office on (B)(6) 2017 and will follow up. Additional information was received from the nurse on (B)(4) 2017 that states an x-ray was taken and the needle has not migrated, the position of the needle is the same. Per the nurse, the physician believes the needle will eventually be engulfed by the surrounding tissue. The nurse stated she has no information on a recent fall sustained by the patient. The nurse stated the traumatic brain injury was the result of a car accident the patient experienced several years ago and the patient has a history of an unsteady gait due to multiple leg surgeries. The patient's bmi-body mass index (B)(6), and height (B)(6). No additional information was provided at this time.

Manufacturer narrative:
The sample was not available at the time this report was filed. The device history record for aa6179h09 was reviewed and the product was produced according to product specifications. All information reasonably known as of 15may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a physician that a 30 gauge 1 inch needle broke off in the patient. The patient was a (B)(6), female, weight unknown. The physician was unable to retrieve the needle. The patient was sent to the emergency room and the emergency room physician was unable to retrieve the needle. The patient was sent to a general surgeon, placed under fluoroscopy and an ultrasound. The surgeon could view the needle laterally, but was unable to retrieve it. The physician stated the concern is the needle may migrate but it could possibly encapsulate. The patient is currently in stable condition and a follow up film would be made of the patient in 3 months. No additional information was provide.